Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, fridge door failed to open, and there was not enough power to recover the failed storage space. However, there were no delays or adverse events or injuries reported based on this event.